Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device did not provide any volume for a long time and alarmed for vt low and mv low. No injury was reported.

Manufacturer narrative:
The logfile built the basis for the investigation. Several log entries were found between the 11th and (B)(6) which are pointing towards a faulty flowsensor cable. On (B)(6) the device alarmed "mv low" and vt low" various times. The provided flowsensor cable was examined. The results are showing, that a wear effect of a contact in the plug led to a sporadic modification at the measurement signal during the flowmeasurement. Expiratory flow measurement is used to control and monitor the ventilation. In case of a faulty flow measurement e.g. Due to a defective sensor or contact problems with the connecting cable, this can result in an affected ventilation. If the set alarm limits are exceeded, the device alarms according to the specification (volume leakage, frequenz). The instructions for use warns that the user is also advised to consider patient's ventilation with an alternate ventilation device (e.g. Ambu breathing-bag or replacement device) as immediately necessary in the event of a malfunction. The flowsensor cable was delivered together with the evita v300 in 2015. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
Please refer to the initial-report.